Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in a vented paclitaxel set. The event occurred during an unknown patient infusion via a baxter evo iq pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.